Event description:
It was reported that after a factory reset of the ilet, the device delivered more insulin than needed, with recurrent low glucose episodes despite user-administered oral glucose and guidance to resume meal announcements, consider pump pauses during high activity, and maintain consistent meal patterns. Symptoms included low blood glucose events. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint intake, troubleshooting, and escalation for clinical management review. Investigation of this case revealed no confirmed device malfunction, with contributing factors possibly including recent reset requiring algorithm relearning, historically low insulin needs, high activity, and avoidance of meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.